Event description:
It was reported that during implant, the two leads were unable to get pacing spikes and when the leads were checked through the device the impedance was greater than 9,999 ohms. The physician pulled on the leads and they both came out of the device header. The leads were reinserted into the header and impedance and thresholds were fine. Both of the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.